Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump was returned for evaluation, the outflow graft was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed as log files were not available for analysis. Visual examination and dimensional verification did not identify manufacturing or design discrepancies that may have caused or contributed to the reported event. Independent pathological report revealed evidence of recent, or acute, blood clot formation that likely occurred in vivo but perhaps within the last several minutes or hours of pump operation. This material is not likely to be primarily responsible for pump dysfunction. There was no evidence of abnormal wear or mechanical abrasion on the impeller or pump housing surfaces. However, the site noted thrombus in both the inflow cannula and outflow graft as mentioned in the event details. Based on the investigation conducted, the most likely root cause of the reported event can be attributed to thrombus formation/ingestion within the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Eleven days post hvad implantation, this patient developed pump thrombus and subsequently underwent pump exchange. While recovering post-procedure the patient began to experience a decrease in pump power consumption and flows less than one liter/min. CT scan of the chest revealed no visible flow in the outflow. The patient was taken for pump exchange on (B)(6) 2015. Analysis of the explanted pump by the site noted thrombus in both the inflow cannula and outflow graft. The explanted pump has been returned to the manufacturer for evaluation. The thrombus was retained by the site for internal analysis. The last report received indicated that the patient was stable and recovering in the intensive care unit.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The heartware hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Any information received regarding this event after filing this report shall be filed on a supplemental MDR.